Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump by technical support. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue recurred.